Event description:
Indication: nonfamilial hypogammaglobulinemia. Spontaneous report. Patient called in stating her freedom pump is running slower than it should. She confirmed it is level with her infusion sites as that was a troubleshooting tip per manual, she requested a new pump be sent no clinical injury/harm was experienced due to slow pump; infusion was completed. Defective pump is available for return to investigate, and new pump will be supplied to pt. Serial number unknown. Reported to (B)(6) by pt/caregiver.